Event description:
It was reported that the pump was explanted and replaced due to battery depletion. There was no reported patient injury, and the patient recovered without sequelae. It was later reported that the patient had problems "this weekend" with the drug pump, and it had reportedly been explanted and would be returned for premature battery depletion. It was later reported that the patient's pump was intended to infuse gablofen. The critical alarm had reportedly been sounding, and later the patient reported itching. It was noted that the battery depletion was unexpected. The pump had reportedly not been implanted longer than 81 months and it had not reached elective replacement indicator (eri) or end of service (eos). The patient was stable at the time of report.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4): analysis of the pump found a significant anomaly. There was a feedthrough anomaly in the motor specified as a shorting across an insulator. Interrogation of the pump determined that a low battery reset occurred on 2014-(B)(6) and that the pump was in safe state.